Manufacturer narrative:
Conclusion and justification status: the complaint states the attune distal femoral jig was discovered broken in spd. The investigation confirmed the failure mode as reported. A complaint database search did not identify any anomalies. The instrument was examined. There were no obvious signs of manufacturing defects that could have caused the instrument to be more prone to damage. The (B)(4) for this instrument indicates failure of the trigger during surgery or broken prior to surgery as a potential failure modes, with the occurrence score being (B)(4). The dfmea therefore correctly considers the effect of this instrument being broken prior to the next surgery. This failure does not change the occurrence of harm predicted in the dfmea. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The attune distal femoral jig was discovered broken in spd. **update (B)(6) 2016** follow-up from the sales rep indicates the red locking feature is broken on the instrument.